Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that on (B)(6) 2013 a mynx vascular closure device (model number is unk at this time) was being prepped and the balloon inflated but would not deflate. A second mynx vascular closure device was prepped and deployed successfully. No further info is available.